Manufacturer narrative:
Device not returned.

Event description:
It was reported that the pump battery was depleting quickly. There was no adverse impact to blood glucose. The customer continued to use the pump for insulin therapy.

Manufacturer narrative:
The failure investigation has been completed. Based on the analysis, the alleged issue could not be verified, due to a different issue that was identified (damaged usb pins).